Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial #: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient had a lead revision. The patient stated when they put the ¿laminotomy lead in¿ it never worked right. A healthcare provider (hcp) said that the lead was put in too low, and it was always in their feet versus where it was supposed to be, so they took it out. No further complications were reported/anticipated.